Manufacturer narrative:
No sample was provided for evaluation. A review of the device history record showed that as subassembly, q.a. Performed a visual inspection to verify that there were no tears on drain holes and also performed a break strength test. As a finished good, qa performed a visual inspection for damaged components. No potential cause of the reported issue was found during the mfg process review of the DHR. An internal rejects record review was performed and did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any mfg issues that may have caused or contributed to the reported problem. The instructions for use stated the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drain. Avoid suturing through drains. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Baseline report previously filed.

Event description:
It was reported that during the placement of a wound drain after a total knee replacement, the doctor was moving the drain back and forth, to ensure free motion when the drain tube broke off in pt's leg. The doctor was able to remove both sections of the broken drain, by pulling out from both sides of the pt's leg. Another drain was placed without any further complications being reported.